Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration at 3mg/day via intrathecal drug delivery pump. The indication for use was not noted. It was reported that during normal pump end of service replacement on (B)(6) 2018, the hcp was not able to aspirate the catheter, therefore they had to replace the catheter. The patient did not report any symptoms prior to the procedure to the hcp. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and the patient¿s indications for use were non-malignant pain and failed back surgery syndrome. It was reported when the patient went to get her pump placed on (B)(6) 2018, her implanting healthcare provider (hcp) informed her that the catheter (model: 8709, sn: (B)(4)) was "old, decrepit, starting to break down, crimped", and "deteriorating". It was noted they replaced the catheter and her reason for calling was to get information on where the hcp typically placed the catheter and if there were any recalls on the catheters. The patient thought the catheter was implanted on the thoracic level, mid back, but she had never thought much about where the catheter was typically placed. The patient also requested physician listings. The implanting physician has since left the practice. The event date was the date of implant, (B)(6) 2019. Furthermore, the patient had a pre-existing injury on her ¿3, 4, and 5 s-line.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the inability to aspirate was unable to be determined. There were no further complications reported at this time.